Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that the patient was receiving dinutuximab scheduled to go over 20 hours but instead it infused in 2 hours. There was no clinical effect on the patient; he tolerated the dinutuximab and continued to receive completion of the course of chemotherapy.

Manufacturer narrative:
The customer¿s report of an overinfusion of dinutuximab was not confirmed. The pcu event log showed the pump module was programmed at 11:36 am on (B)(6) 2016 to infuse 100 ml chimeric ab 14.18 (presumed to indicate dinutuximab) over 20 hours which resulted in a calculated rate of 5 ml/hr. About a minute later, the vtbi was changed to 10ml. The infusion was paused and restarted several times and two delays of 15 minutes each were programmed. After the second delay, the infusion was restarted at 1:03 pm. At 1:04 pm the device alarmed for air in line. The infusion was paused and restarted several times. A delay for 20 minutes was programmed. After the delay the device was channeled off and the system powered off at 1:43 pm. The volume recorded as being infused during this period was 3.206ml. The root cause of the reported overinfusion of dinutuximab was not identified. No devices were returned for investigation.

Event description:
The customer reported that the device had been tested by the facility biomed and found to be "working properly."